Event description:
The customer's nurse reported that the customer was hospitalized due to diabetic ketoacidosis. It was also reported that the customer had received several no delivery alarms the day prior to the event. It was advised that the customer call back to perform troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.